Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 220 mg/dl. Reportedly, the customer had an alternate pump for insulin therapy.